Event description:
The customer reported that the system would make one x-ray, then display multiple error messages. The system was hard down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The kv control circuit board was replaced. The system was then found to be operating as intended.